Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6), 2018, patient underwent placement of an angiodynamics xcela power injectable port catheter device, with model number h965451130, and lot number 140521000. The device was implanted by dr. (B)(6), (B)(6) hospital. On or about (B)(6), 2018, patient presented to the emergency department at (B)(6) hospital, with complaints of swelling at the port site. Blood cultures were drawn and were positive for staphylococcus aureus. On or about (B)(6), 2018, patient's port was removed by dr. (B)(6), (B)(6) hospital.